Manufacturer narrative:
(B)(4).

Event description:
It was reported that "customer stated a dislodgement issue." Additional information received states "upon the bedside rn's first assessment it appeared that there was approximately 5-8cm of the patient quad lumen ij exposed outside the patient's body. There was a securement device sutured in place. Vascular access assessed the site and thought that there was more catheter exposed than typical. Vascular access then redressed line and confirmed the securement device was sutured in place. The beside rn reviewed the morning x-ray where it was noted that the ij was in appropriate position. After approximately 2.5-3hrs the patient stated that the site was leaking. The rn reassessed the central line and contacted the provider for an order for removal. Upon removal the proximal port was approximately 1-2cms beneath the patient's skin. A 0.9% ns kvo was infusing prior to the removal of the catheter. The patient has not complaints of pain or discomfort at this time. Hemostasis was achieved without difficulty, the site was cleaned with chg and a clean dressing was applied. A securement device was in place; however, the catheter can slide through it with little resistance." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one 4-l, pressure injectable (pi) cvc for analysis. Signs of use in the form of biological material were observed on the catheter body. Visual analysis of the catheter revealed that the box clamp was returned attached to the catheter body but was located adjacent to the proximal-most skive hole. Visual analysis of the returned sample did not reveal any obvious defects or anomalies. There is no evidence to suggest that the catheter suture wings (on juncture hub or box clamp assembly) were secured with sutures. The catheter length measured 215mm, which is within the specification limits of 207mm-227mm per the catheter product drawing. The catheter outer diameter measured 2.90mm, which is within the specifications of 2.87mm-2.97mm per the catheter extrusion product drawing. The clamp catheter inner diameter measured 0.109", which is within the specifications of 0.108"-0.116" per the clamp catheter product drawing. The clamp fastener inner diameter measured 4.445mm, which is within the specification limits of 4.320mm-4.570mm per the clamp fastener product drawing. Functional inspection was performed per the instructions for use (IFU) provided with the kit which states, "use a catheter stabilization device, catheter clamp and fastener, staples or sutures (where provided). Use catheter hub as primary securement site. Use catheter clamp and fastener as a secondary securement site as necessary". The catheter juncture hub was secured within a vice, and the box clamp was attached to the catheter body. To test the axial clamp holding force, the box clamp assembly was then attached to a force gauge. Per amrq-000145 rev04, generation 1 combinations of the clamp/fastener for catheters larger than 7fr should sustain a withdrawal force of = 6n (1.35lbs). The box clamp assembly was pulled in direction of the catheter body to 1.35lbs. No movement was observed. The IFU provided with the kit informs the user, "use triangular juncture hub with side wings as primary suture site. Catheter clamp and fastener should be utilized as a secondary suture site as necessary". The customer report of a catheter migration could not be confirmed through complaint investigation of the returned sample. No visual defects or anomalies were observed. Additionally, functional testing confirmed no movement on the box clamp assembly. The primary suture location for this catheter is the juncture hub using the triangular wings. It could not be determined if the box clamp or the juncture hub suture wings were secured; therefore, the probable cause could not be determined. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that "customer stated a dislodgement issue." Additional information received states "upon the bedside rn's first assessment it appeared that there was approximately 5-8cm of the patient quad lumen ij exposed outside the patient's body. There was a securement device sutured in place. Vascular access assessed the site and thought that there was more catheter exposed than typical. Vascular access then redressed line and confirmed the securement device was sutured in place. The beside rn reviewed the morning x-ray where it was noted that the ij was in appropriate position. After approximately 2.5-3hrs the patient stated that the site was leaking. The rn reassessed the central line and contacted the provider for an order for removal. Upon removal the proximal port was approximately 1-2cms beneath the patient's skin. A 0.9% ns kvo was infusing prior to the removal of the catheter. The patient has not complaints of pain or discomfort at this time. Hemostasis was achieved without difficulty, the site was cleaned with chg and a clean dressing was applied. A securement device was in place; however, the catheter can slide through it with little resistance." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".